Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited undersensing on the right atrial (ra) channel. Technical services (ts) recommended measuring and increasing the ra sensitivity. This pacemaker remains in service and no adverse patient effects were reported.